Event description:
The customer reports that a day after insertion the connection between the hub and bionectors leaked. The device was removed and another PICC was inserted.

Manufacturer narrative:
(B)(4). Product code corrected to UK-05041-msb. The customer returned one UK-05041-msb PICC catheter for evaluation. The catheter showed signs of use in the form of biological material. The catheter was visually inspected, and no defects or anomalies were observed. The catheter body length measured 20.000", which is within the specifications. The catheter was leak tested by injecting water into the extension line. Each lumen was pressurized with water to 45psi for 30 seconds per bs en iso 10555-1 annex c. The distal end of the catheter was occluded during testing to restrict flow. No leak was observed in any part of the catheter. A device history record review was performed and no relevant manufacturing issues were identified the reported complaint of the catheter juncture hub leaking could not be confirmed based on visual examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met dimensional and visual requirements. A device history record review did not reveal any manufacturing related issues. No problem was found with the returned catheter; therefore, no further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a day after insertion the connection between the hub and bionectors leaked. The device was removed and another PICC was inserted.